Event description:
It was reported via repair work order that the foot end of the cot will not lock into the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.